Event description:
The customer reported approximately eight cups of fluid leaked under the instrument and on the counter while performing system startup involving the coulter lh 780 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) noted fluid leaked due to a needle vent tube disconnected from the needle bellows. The fse verified the needle vent for blockage and none was detected. The fse verified the needle vent rinse and drying and cleaned and decontaminated any fluid leak matter. The fse verified all instrument connections, and re-routed and connected all reagent tubing and electrical connections. The fse performed full instrument verification, verifying connections, voltages and operation. The instrument conformed to the manufacturer's published performance specifications. (B)(4).